Event description:
It was reported that on (B)(6) 2017 a total hip prosthesis removal procedure was performed due to a staphylococcus aureus infection. During the surgery, there was a lack of power from the surgical motor (conmed france) and then the device overheated. It is unknown how many minutes the surgery was prolonged, the whole surgery lasted 1 hour, 50 minutes. The procedure was successfully completed and there was no adverse event for the patient. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).